Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot: 0027-3245-3307 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical quality control results, a vitros glu lot: 0027-3245-3307 performance issue is not likely a contributor to the event. However, an individual slide related issue cannot be entirely ruled out as a contributing factor. The results of precision testing performed on the vitros 5600 integrated system were within ortho acceptable guidelines. Therefore, an instrument related issue is not a likely contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros glu reagent lot: 0027-3245-3307.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot: 0027-3245-3307 on a vitros 5600 integrated system. Patient sample result of < 20 mg/dl vs an expected result of 180.2 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros glu result was reported from the laboratory and questioned by a physician. No treatment was initiated, altered or stopped based on the result and a corrected report was later issued. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).